Manufacturer narrative:
Zimvie complaint number (B)(4). D4: unique identifier (UDI) number not available. D10. Concomitant medical products. Tsvb13, impl tapered scr-v sbm 3.7 mm 3.5 mm 13 mm lot 61956112. Tsvb11, impl tapered scr-v mtx 3.7 mm 3.5 mm 11.5 mm lot 61909140. Tsvwb10, impl tapered scr-v sbm 4. 7 mm 4.5 mm 10 mm lot 61862772. Tsv4b13, lot 61963356 implant removed.

Event description:
Doctor reports that the overdenture was loose due to the following findings in 4 implants: implant at tooth site 13 had a fractured abutment that could not be removed, so implant had to be removed. Periimplantitis at tooth site 15, pain and inflammation reported. Implant was removed. Bone loss at tooth sites 22 and 24. Inflammation reported. Implants were removed. All implants were removed and replaced in another appointment. Patient experienced pain and inflammation. This event refers to the screw fractured.